Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast in the inflation lumen. The balloon was loosely folded. There were numerous hypotube kinks. Magnified inspection did not reveal any damage or irregularities. Microscopic examination presented no irregularities that could have contributed to the damage. No proximal weld damage was found. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured when inflated at around 16 atmospheres. The device was removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured when inflated at around 16 atmospheres. The device was removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.